Event description:
The initial reporter stated that the pump was not delivering formula and did not alarm no flow out as expected. They stated it failed to alarm. Mmd did follow up with the initial reporter, and they stated that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. [(B)(4)].

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.